Manufacturer narrative:
The consumer did not provide an absorbency; therefore, we are unable to provide a UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6) . Consumer reported upon removal the tampon breaks apart and unravels.